Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Oversensing, inhibition of ventricular pacing, and increase pacing thresholds due to ventricular noise reversions episodes were found during follow-up. The right ventricular lead was capped and the device was explanted and both were replaced. The patient is in stable condition. Related manufacturer report number: 2017865-2017-01696.